Event description:
Bipolar impedances were low for one lead. The hcp programmed to be used in unipolar mode. The impedance was 350 ohms. The hcp was aware this may decrease the longevity of the device. Further troubleshooting was postponed until deep brain stimulator replacement. There was no patient injury.